Event description:
It was reported a device related thrombus occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro laa closure device was successfully implanted. The patient was discharged. At patients routine computed tomography (CT) imaging, a device related thrombus (drt) was observed on the watchman device. As a result, the patient remains on their oral anticoagulant medication.